Event description:
Valiant captivia stent grafts were implanted during the endovascular treatment of a 74mm descending thoracic aortic aneurysm. Vamf3838c200tj was deployed just below the subclavian artery. The overlap between valiant devices was insufficient, so a non-medtronic graft (zenith) was deployed as an intermediate extension. Vamf4646c200tj was deployed to just above the celiac artery. It was reported 4 days post the index procedure during hospitalization fibrinogen was administered due to coagulopathy. However, bleeding in the groin area did not stop, and contrast-enhanced CT was performed. Findings were suspicious for type IV endoleak. It was reported that coagulopathy remains present. Intervention was performed 2 days later. Stent grafts were placed from the descending aorta to the celiac artery level, with vamc4242c150tj deployed proximally and vamc4646c200tj deployed distally. The endoleak was reported to have resolved. Per the physician the cause was due to coagulation. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed; however, the source and subtype of endoleak could not be determined from the single still image provided for review. Lack of pre-implant cts did not allow for assessment of the pre-operative anatomy and full post-implant CT datasets were not available, limiting evaluation of the in vivo configuration of the implanted stent grafts. Endoleak interrogation via selective angiograms (injecting contrast from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not available, and only a single imaging viewpoint (sagittal) was observed in the image provided; thereby, making determination of the endoleak difficult. Analysis of the returned film did not reveal any obvious stent graft integrity issyes. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: vamf4646c200tj, serial/lot #: (B)(6), ubd: 23-oct-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.